Event description:
The plaintiff alleges that the plaintiff worked as a home health nurse assistant, and was continuously exposed to antigenic natural latex proteins. Plaintiff alleges that in 1998, following a rast test, was diagnosed by dr as being allergic to latex. Plaintiff also alleges that plaintiff has become sensitized to latex, and is now subjected to increased health risks. Plaintiff further alleges that plaintiff is subjected to an increased risk of anaphylactic reactions to latex products. Finally plaintiff alleges that plaintiff has suffered substantial injury, pain and suffering, anguish and mental suffering, as well as economic loss.